Event description:
The customer reported a water leak in the machine, which caused the hv transformer to arc and burn the vac/ion assembly. There was no report of serious injury to a pt or the user and no pt info was provided.

Manufacturer narrative:
All adapters on the gantry and stand were confirmed to be leaking water. Although there was no reported injury in this case, the available info suggests a malfunction in the device. Varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. The hose adapters, water filter quick connector assembly and the heat exchanger hose 3/4 adapter were replaced and the device returned to normal operation. No further f/u to this MDR is expected.